Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('foreign material has been partially removed') in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("incomplete device removal"). The patient was treated with surgery (partial removal). At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure (ess205). The reporter commented: various physical symptoms developed after the treatment. Since then, she has had follow-up treatments and the foreign material has been partially removed. Unfortunately, a second operation was required. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('foreign material has been partially removed') in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("incomplete device removal"). The patient was treated with surgery (partial removal). At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure (ess205). The reporter commented: various physical symptoms developed after the treatment. Since then, she has had follow-up treatments and the foreign material has been partially removed. Unfortunately, a second operation was required. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.